Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during a follow-up, high impedance and loss of capture were observed. The lead was explanted and replaced.